Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. A replacement pump was sent to the customer to resolve the issue.